Event description:
I want to be certain that what caused my optical emergency problem is understood and your responsibility to not disperse this product, and make certain that all of it is thrown away, and recall those who were given it and share this info. Product name: kirkland signature multi-purpose sterile solution, for use on contact lens I was given this solution from you, I was using it on my contact lenses. After 1 month of using it. I developed corneal ulcers. At first, they were not troublesome, but hey progressed to what was an optical emergency and was at risk for losing my vision due to the severity of the corneal ulcers and them penetrating my cornea to my lens!! I couldn't drive for 1 day. So, at the last optometrist visit he asked what saline solution I was using, and ah ha, that was indeed the problem. The white elephant solution was eroding my corneas!! I immediately stopped using this product and am able to wear my contact lenses. I will just have the permanent scars of the ulcers on my eyes and am no longer a candidate for lasik surgery. Please be sure to take this product off the market!!! Route: ophthalmic. Dates of use: four months in 2007. Diagnosis or reason for use: cleansing and holding of contact lenses. Event abated after use stopped or dose reduced? Yes.